Event description:
The laboratorian reported bact-to-back blood glucose results, of 203 mg/dl from the laboratory and hi on the meter and 102 mg/dl from the laboratory and hi on the inform test system. One received 8 units of insulin based upon the result of hi. No pt injury was reported. The location where the discrepant results were obtained was ER. Low quality control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped.